Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm was confirmed via the submitted log file; however, it was not reproduced. A review of the submitted controller event log files spanned approximately 10 days (07mar2025 ¿ 15mar2025 and 24mar2025 per time stamp). The power cables and driveline were disconnected on (B)(6) 2025 at 10:18:19 and 10:21:43 respectfully. The silence alarm button was pressed several times after the driveline disconnect event. The white cable was reconnected to the mobile power unit, but the driveline was not reconnected. The unit was disconnected a few hours later and the controller was powered off. The controller was then turned on briefly on (B)(6) 2025 without the driveline being connected. There were no other notable alarms active in the log file. The returned modular cable, lot 6903882, was functionally tested with the returned controller and found to operate as intended during analysis; no alarms were reproduced. The cable was able to support pump function for an extended period of time. Additional information provided stated that the patient was found deceased and from what they could tell, it looked like the patient unplugged their modular cable. The details leading up to the event is unknown. A root cause for the reported event cannot be conclusively determined through this analysis. Incidental finding: wire fatigue. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault and driveline disconnect alarms. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 lvas patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient appeared to disconnect their modular cable on (B)(6) 2025. The details leading up to the death were unknown, and which end the modular cable disconnected from was unknown. Log files were submitted for review and captured a driveline disconnect at 10:21:43.